Event description:
On (B)(6) 2014, a 23mm trifecta valve was implanted. The patient presented with severe stenosis due to calcification of the valve. On (B)(6) 2018, the valve was explanted and a 23mm edwards magna was implanted. The patient is reported to be stable.

Manufacturer narrative:
The reported event of stenosis due to calcification was confirmed. The tissue of all three leaflets contained calcifications, which markedly limited leaflet mobility and led to an incomplete coaptation. Leaflet 3 contained a small tear at its base. All three leaflets were fibrotically thickened and there was circumferential fibrous pannus ingrowth on the inflow and outflow surfaces. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.